Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.54v and the daily measurement was 2.9v.

Event description:
It was reported that in-office battery voltage was 2.54 v and that re-measured battery voltage went down to 2.0 v. No patient complications have been reported as a result of this event.